Manufacturer narrative:
The device was returned to the manufacturer for investigation. Analysis of the device exterior found the outer jacket lumen was torn and the hypotube was broken at approximately 35.5 cm from the distal tip and 70 cm from the distal tip of the strain relief. The aspiration of the device was tested, and the device did not meet the acceptance criteria of the outflow test per the instructions for use (IFU). The lot history review (lhr) for lot#: 81435542 was conducted, which confirmed that there were no non-conformance's during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. Calyxo's investigation concluded that the observed hypotube damage, outer lumen jacket damage, and reduced outflow are consistent with the device being manipulated under excessive force during use. A broken hypotube under these conditions could potentially contribute to a serious injury to the patient if it recurs. Calyxo will continue to perform product monitoring as part of our post-market surveillance procedures.

Event description:
On (B)(6) 2025, a female patient with a 22mm stone in the renal pelvis underwent a steerable ureteroscopic renal evacuation (sure) procedure using the cvac device. It was reported that during the procedure, the physician initially experienced difficulty advancing the cvac through the ureteral access sheath (uas); however, the physician was eventually able to proceed. Approximately 60 minutes into the procedure, it was reported that the cvac suction slowed down. Multiple troubleshooting attempts were made which temporarily resolved the issue; however, a decrease in suction continued. The cvac was removed from the patient and damage to the catheter shaft was observed. An additional cvac was opened to continue the procedure; however, poor visibility due to bleeding and clots in the kidney was experienced. Subsequently, the treating physician decided to end the procedure. Investigation of the returned device on 25-jul-2025 revealed damage to the outer lumen jacket and hypotube, and reduced outflow.